Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator that was unable to be interrogated. The device had several estimated years remaining a couple months back. It did not appear to deliver a battery performance alert (bpa). The device was explanted. No patient symptoms reported.